Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 120 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 06-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-mar-2018 with the following findings: during investigation, the black box and alarm history show no evidence of ¿cs120-0830042¿ alarm. Returned battery cap is undamaged and able to fit the ez-prime¿ steps were performed correctly, no alarms occurred during the investigation, unable to duplicate ¿cs120-0830042¿ complaint. Pump¿s cover was removed, no moisture corrosion or intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.